Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the patient underwent an explant procedure of the implantable pulse generator (ipg) and two leads due to the scs system not functioning effectively for the patient.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7070479. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7070484. UDI: (B)(4).

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 7070479. UDI:(B)(4). Product family: scs-linear leads: upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 7070484. UDI:(B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.